Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was wearing the pump against their skin. There was no impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer loaded a new cartridge and was ultimately able to clear the alarm and resume insulin therapy.